Event description:
At three months following surgery for pelvic organ prolapse, using the pelvisoft biomesh, I began to experience urinary incontinence, worse than presurgery, pain in pelvic and lower back area, increased incidence of urinary infections, bowel and bladder loss of control, and otherwise malaise was referred to urologist by my surgeon and ob/gyn, to this date, no apparent reason for medical problems. Dates of use: 2008. Diagnosis or reason for use: pelvic organ prolapse.